Event description:
It was reported that the patient presented post implant procedure. Interrogation of lead noted that the right ventricular lead exhibited failure to capture and sense. Lead dislodgement was noted. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.